Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps device was used during a bronchoscopy procedure on (B)(6) 2014.according to the complainant, the patient underwent bronchoscopy with biopsy in the left upper lobe. An hour later, the patient experienced difficulty breathing. The patient was then sent to x-ray where a pneumothorax was confirmed and a chest tube was required. Additionally, there were no structural nor functional issues noted and the procedure was completed using this device. There were no other patient complications reported as a result of this event. The current condition of the patient was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacturer dates are unknown. However, the complainant reported that the device was not expired. A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted. Labeling review was performed and no anomalies were found. The directions for use (dfu) lists pneumothorax as a possible adverse event that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.